Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. A functional test was performed, and the test showed that the device was in specification.

Event description:
It was observed that during the device inspection, the insufflator exhibited error code: e03 due to a circuit board failure. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction and additional information. Correction to h6: medical device problem code. Additional information to: h4 the device manufacturer date was added, h7: added repair, h9: added associated z number: z-1375-2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the event occurred due to a failure of the main board. Olympus will continue to monitor field performance for this device.